Manufacturer narrative:
The reported lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The complaint sample has not been returned for eval. The complaint form indicates the complaint sample is available for eval. Conclusion: the complaint investigation in inconclusive. The complaint sample has not been returned for eval. Without the actual complaint sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. Possible causes of this type of complaint are over inflation or not deflating the balloon completely before removal. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied.

Event description:
Balloon burst